Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer overcorrected via a bolus. The customer's blood glucose (bg) level subsequently decreased to 48 mg/dl. Customer consumed a chocolate bar to address bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.